Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was removed due to the patient having a (B)(6) infection. The patient was septic. The event and explant dates provided do not make sense so they were left off of this report.